Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection reported damage to the case. The functional evaluation found that the device had a bad odor, but complaint could not be confirmed of overheating of the device, establishing no relationship between the device and the reported event. Probable root causes my include the operating temperature of the pump became elevated due to attempting to charge it while in the carry bag, exposure to a direct heat source or excessive ambient (room) temperature (above 40c) during transport, storage or operation. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during therapy, a renasys touch non connect 4th ed device was overheating. The procedure was finished using a smith and nephew back up device. Patient was not harmed as consequence of this problem.